Event description:
On 4 february 2021, neotract was made aware of a patient who received a prostatic urethral lift (pul) on an unspecified date. Post procedure, the patient experienced persistent hematuria requiring continuous bladder irrigation and cauterization.